Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the balloon. The 90% stenosed lesion was located in a severely tortuous right coronary artery. The physician advanced the 3.0x16mm liberte' bare metal stent to the lesion with difficulty. While the device was being advanced, the stent migrated on the system. The device was removed from the pt and the procedure was completed with poba. The physician noted that the guide catheter (MFR unk) was kinked and thought that the stent may have "rubbed" on the kink of the guide catheter. No pt complications occurred. Pt status is satisfactory.